Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is not expected to be returned for manufacturer review/investigation. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported clinical prodisc-c study (B)(6) presented residual numbness in the left fifth finger beginning on (B)(6), 2007. The patient was implanted with a large deep 7mm prodisc-c implant at c5-c6 on (B)(6), 2007. The patient is symptomatic. The likelihood of the event was unanticipated. It was also noted the severity of the event was mild. No action was required. There was no implant/hardware failure/migration noted. No impairment was noted. The current state of event was noted as resolved on an unknown date as no further issues were noted in follow-up notes. The patient had mild adjacent disk degeneration. On (B)(6) 2013, it was reported that the patient woke up experiencing unanticipated numbness and tingling in the l hand in ulnar distribution and is currently pending diagnostic tubes, suspected that this is severly to new sleeping position. The investigator concluded it was possible the event was related to the type of surgery, and possible that the event was related to the implant. The implant has not been explanted. This complaint involves one (1) device; unknown - pdc implant this report is 1 of 1 for (B)(4).

Manufacturer narrative:
The initial complaint was reviewed and found not reportable. There is no allegation of a complaint against this device, there is no reported malfunction. There is no indication that this device may have caused or contributed to the reported adverse event of residual numbness in left fifth finger. This event was considered to be mild in nature and resolved without treatment. If additional information becomes available, this determination should be re-reviewed by a clinician. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The initial complaint was reviewed and found not reportable. There is no allegation of a complaint against this device, there is no reported malfunction. There is no indication that this device may have caused or contributed to the reported adverse event of residual numbness in left fifth finger. This event was considered to be mild in nature and resolved without treatment. If additional information becomes available, this determination should be re-reviewed by a clinician.